Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) during sinus tachycardia (st) leading to double counting, detection, and inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).